Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the anastomosed part of a non-calcified and moderately tortuous arteriovenous fistula shunt. This 6.0 x 40, 75 cm mustang balloon catheter was inflated a total of 6 times. Upon the 6th inflation, the balloon ruptured at 24 atm (1st inflation: 20 atm; 2nd-6th inflations: 24 atm). The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis and initial examination of the returned device noted that the balloon material was fully deflated, but was not wrapped around the shaft of the device. There were traces of blood present inside the balloon. An attempt was made to inflate the balloon material, but it failed due to a pinhole leak located 11 mm proximal to the proximal edge of the distal markerband. A visual and tactile examination of the shaft of the device found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).